Manufacturer narrative:
Updated fields: a1, b4, b5, e1 (event site email), g4, g7, h2, h6 (patient code), h10. A getinge field service engineer (fse) reported that there was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check before use, the cardiosave intra-aortic balloon pump (iabp) had connection issues that are not always being detected. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. No issues were found in the log files. The fse replaced the front end board for preventative measures, and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had connection issues that are not always being detected. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.